Event description:
Litigation alleges that the patient suffers from pain, popping/grinding, limited mobility, and metallosis.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time UDI: (B)(4).

Event description:
Update 12/1/2015 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, popping, grinding, and limited mobility. Medical records included a left hip revision surgical report and noted corrosion/trunnionosis, the femoral stem in minimal varus position, gray stained fluid and metal debris. The lab reports noted cobalt to be above 7 parts per billion and chromium just under 7 parts per billion. Elevated metal ions will be reported. The stem will be added for corrosion, metal ions, and malpositioning per the revision report. No metallosis was reported. The complaint was updated on: dec 17, 2015.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and liner. Per procedure, these devices are exempt from device history record review. No other reports were found against the femoral stem. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - 9/23/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).